Event description:
Pt underwent an ultrasound guided biopsy (right breast). During the procedure, the probe nicked the skin as it began to exit the breast just superior to the incision site. The size of the nick was approximately 2 mm. The wound was debrided with a scalpel, cleaned, and liquid bandage was applied for closure. No additional treatment was required.